Event description:
Pt was explanted due to possible pocket infection. Pt has redness at the buttonholes and some drainage but no fever and went to the hosp. No site cultures were taken. Blood cultures were negative.